Event description:
The international customer reported the ventilator battery was not functional. The customer reported the device was in use on a patient and there was no patient harm. The manufacturers service provider confirmed the reported problem. The service provider replaced the battery to address the reported problem. Loss of battery power during normal ventilation operation when required may be detrimental to a patient if use. Proper care, maintenance and testing should be performed when using battery power sources. Per the device operators manual, to reduce the risk of power failure the user must pay close attention to the battery charge level.